Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan alleging that their onetouch ultra2 meter was reading inaccurately erratic. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient was unable/unwilling to answer questions regarding when the alleged issue first began. The patient reported obtaining blood glucose readings of 371 and 242mg/dl on the subject meter, obtained within 20 minutes of each other. The patient also reported readings of 314 and 271mg/dl on the subject meter. The patient alleged that the meter readings were also inaccurately high compared to their feelings/normal readings. The patient manages their diabetes with insulin with no adjustments. The patient was unable/unwilling to answer if they made any changes to their usual diabetes management in response to the alleged issue. The patient reported developing symptoms of "calmness, sweating and mood swings" two to three hours after the alleged issue began. The patient reported receiving treatment of "glucose tablets/gel" from a home health/visiting nurse. The patient did not report testing on any other device. At the time of troubleshooting the cca verified that the test strips were stored correctly (per owner's booklet recommendation). The patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported as the patient may have suffered a serious injury associated with hypoglycemia after the alleged issue began.